Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power ((damage with moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. The battery compartment was observed to be cracked. No damage was noted the battery cap; the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2016 with the following findings: a review of the pump black box showed no pump reboots on or before the date of the event. The battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and the cap was able to fit securely with no reboots occurring. There was moisture corrosion observed in the battery canister. A leak test was performed and a battery compartment leak was found. During testing, the ez-prime steps were performed correctly; the pump lost power during the 24 hour duration testing due to moisture in the battery canister. The pump¿s cover was removed and further moisture ingress was found to the power printed circuit board and other internal components. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.